Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin result was due to a leaking connector and fitting in the fluidics drawer. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur troponin result was obtained on a patient sample. The result was released to the doctor. The patient sample was retested on another system and the corrected result was released. Patient was admitted to the hospital, held overnight and discharged in the morning. There was no report of patient intervention or adverse health consequences due to the discordant troponin result.